Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient x-rays showed that both cervical leads had migrated. Patient experienced severe, persistent pain/discomfort in the neck and facial area regardless of stimulation being on or off. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Therapy was restored.